Event description:
It was reported the patient presented to the clinic for a routine device check. Immediately after the clinician finished the device check, pacing output from the device abruptly stopped. The patient began to seize due to the loss of pacing. The patient was rescued and the device was scheduled for emergent replacement. No further patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Event description:
It was reported the patient presented to the clinic for a device check. Immediately after the hcp lifted the stylus after the threshold test was complete, pacing did not return. The hcp hit emergency pacing, as the pacer dependent patient began to seize. It was unclear how long the patient went without pacing. The device will be replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: miscellaneous (other). There was insufficient information in save-to-disk to confirm allegation.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.